Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had heart block and arrhythmia. The right ventricular lead was noted to have intermittent capture with high thresholds, high impedance, oversensing, noise, short v-v intervals, and fracture was suspected. A new pace/sense lead was implanted and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.